Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" and a "service required" codes were found in the ventilator's downloaded error log. The device's system board and internal battery were replaced to address the issues.